Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as being "like black rubber" however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation/physical damage of the nozzle was observed. It was reported that the user facility sent the subject device to olympus without completion of reprocessing. However, the user detected the suggested event during reprocessing; therefore, the foreign material may not have been removed even if the user conducted reprocessing properly. In that case, a cause of the suggested event could not be further specified. Operation manual: 5.4 returning the endoscope for repair shows how to prevent the event. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when using an evis exera iii colonovideoscope, there was obstruction in channels 3 and 4. The event occurred during reprocessing. There was no report of patient or user injury due to the event. The device was returned and evaluated, and upon estimation, there was foreign material in the air/water nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
During device evaluation, in addition to the foreign material in the air/water nozzle, additional evaluation findings were as follows: the air/water cylinder and the suction cylinder had discoloration, there was water leakage due to damage on the channel tube, the insulation resistance valve at the distal end did not meet the standard value, the bending angle in the up direction did not meet the standard value, the light guide lens had a crack, and the universal cord had a wrinkle and discoloration. The following components had scratches: the flexibility adjustment ring, the grip, the control unit, the plug unit, the objective lens, and the connecting tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.